Manufacturer narrative:
There were no samples or images available for review and a lot number was not provided. Without the sample to review, a definite root cause and corrective action cannot be established. If the sample is returned at a future date, the complaint will be reopened for further evaluation. Per the clinical education manual that argon maintains, causes related to this issue can be attributed to the handling of the device in the field. Potential causes of pleural effusion include: perforation of subclavian, brachiocephalic, or vena cava veins upon insertion of PICC. Erosion of vein due to contact with catheter tip. This may be more likely to occur with left-sided approach from the upper body and the catheter not lying well within the svc. Infusion of hyperosmolar solutions/medications leading to chemical irritation and/or vein thrombosis. More common when tip is against vein wall. Combination of chemical and mechanical trauma to vein leading to erosion and effusion. PICC tip outside of superior vena cava. Blockage of thoracic or lymphatic duct by catheter or thrombus.

Event description:
The 2.6 dual lumen PICC line was pulled on a patient who ended up with pleural effusions due to a PICC infiltration.